Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b5, g3, g6, h1, h2, h3, h6, and h11 as reported, closing failed while using a 5f mynxgrip vascular closure device. The sealant was out of the skin. The sealant was not exposed during prep; however, it was noted that the device was not inspected prior to use. Manual compression was used for 20 minutes to achieve hemostasis. There was no reported injury to the patient. This was an interventional procedure. The device was prepped per the instructions for use (IFU). The device was opened in a sterile field. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was not engaged to the black handle with the stopcock in the open position. The syringe used in the procedure was connected to the device; however, there was no presence of any sheath that could have been used in the procedure. Additionally, it was observed that the sealant sleeve was still in its manufactured position, making it impossible to determine if the shuttle was introduced into a sheath at any point during the procedural intervention. The sealant was observed still mounted on the unit but not in its manufactured position, it was distally displaced out of the shuttle cover. Additionally, the advancer tube was observed to be in its manufactured position. During this analysis, no visual damages or anomalies were observed. The functional deployment analysis test was executed by pulling the shuttle until the locking position was achieved to continue with the advancer tube¿s expected displacement. During this analysis, it was observed that the sealant was successfully deployed, and the advancer tube was completely removed, obtaining the expected deployment result and showing that the deployment mechanism was not compromised. The reported event of ¿sealant-sealant misdeployment-complete¿ was confirmed through analysis of the returned device since the sealant was noted to be present on the catheter during visual inspection. The exact cause of the issue experienced by the customer could not be conclusively determined during product investigation. Based on the limited information available for review and product analysis, it is not possible to determine what factors may have contributed to the misdeployment incident reported since the device passed functional analysis for deployment and there were no other damages/anomalies that could have contributed to the issue experienced. However, it could be related to procedural/handling factors, such as incomplete shuttling down of the shuttle as the advancer tube was found in its manufactured position. Also, the sealant sleeve was not displaced as expected if a shuttle advancement into the procedural sheath was performed (although it is unknown if the sealant sleeve was manipulated post procedure). According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock (definitive stop), this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy and a possible misdeployment of the sealant. Neither the product analysis, nor the information available for review, suggest that the reported issue experienced could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, closing failed while using a 5f mynxgrip vascular closure device. The sealant was out of the skin. The sealant was not exposed during prep; however, it was noted that the device was not inspected prior to use. Manual compression was used for 20 minutes to achieve hemostasis. There was no reported injury to the patient. This was an interventional procedure. The device was prepped per the instructions for use (IFU). The device was opened in a sterile field. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, closing failed while using a 5f mynxgrip vascular closure device. The sealant was out of the skin. The sealant was not exposed during prep; however, it was noted that the device was not inspected prior to use. Manual compression was used for 20 minutes to achieve hemostasis. There was no reported injury to the patient. This was an interventional procedure. The device was prepped per the instructions for use (IFU). The device was opened in a sterile field. The device will be returned for evaluation.